Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there were multiple pump reboots observed in the black box; however the complaint was not duplicated during the investigation. The pump powered on with the returned battery cap, but it was unable to fully tighten. The battery compartment threads were intact, but the compartment was cracked with evidence of moisture contamination inside. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The leak test confirmed the battery compartment crack. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.